Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient coded updated to reflect code 2645. H10: correction ? An incorrect serial number ((B)(6)) was included in the initial report. The correct serial number for the device is (B)(6).

Event description:
Additional information was received indicating that the product problem occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined and this showed damage to the lcd screen and the fluid tank. The device was given functional testing and found to leak from the fluid tank. Close examination showed the screws on the tank cover had likely been over-tightened which may have led to the reported issue.

Event description:
It was reported the device was leaking fluid from the fluid tank. No adverse effects reported.